Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient suffers from pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, multiple dislocations and lack of mobility. After review of the medical records for MDR reportability, the revision operative note indicated pain loose stem and osteolysis. There was no mention of infection. An x-ray from (B)(6) 2012 indicated a dislocation, but there has been no revision at this time. In addition to what were previously alleged, ppf alleges loosening of cup. After review of medical records, patient was revised to address failed right hip replacement. No unusualities were noted during surgery. Patient bone scan revealed loosening of the femoral component prior to revision. Added cup due to alleged loosening. Doi: (B)(6) 2004 - dor: (B)(6) 2011, (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.